Event description:
A pt suffered a second-degree burn to the outer right thigh, requiring medical attention. Proper padding was not put between the pt and the bore of the magnet. Co's operator manual states that padding of at least 0.25" is required between the pt and the bore of the magnet.